Event description:
Pt had recurring stenosis of right arm av fistula and subclavian vein. Declot and angioplasty was performed in the av graft of the right arm without incident. Further angiography showed 90% stenosis of the right subclavian vein. Pta was performed in the subclavian vein. A 7x40 admiral balloon was inflated at the site of stenosis. When the lesion did not yield at nominal, the balloon pressure was increased to 14 atm. When it still did not yield, the balloon was slowly inflated to over 20 atm and subsequently ruptured before the lesion yielded. Upon removal of the pta catheter, the distal tip and radio-opaque marker were observed still on the wire in the pt. A 20mm snare was inserted over the existing guide wire per recommended snare protocol. The detached section was trapped on the wire and the entire system was removed from the pt. No further incident or complication was associated with the detached balloon segment.

Manufacturer narrative:
The admiral xtreme pta balloon catheter rated burst pressure of 14atms. Rate burst pressure is labeled at 14atms. Labeling states, do not exceed rated burst pressure of 14atms.